Manufacturer narrative:
Sections with additional information as of 15-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizzy and tired. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). At the time of the call, the customer reported feeling dizzy and tired. Medical attention was not needed at the time; customer stated he has these symptoms all the time and was unsure if they were related to his diabetes. Customer stated he lives in a studio apartment and the product is stored in the kitchen/dining area. The test strip lot manufacturer¿s expiration date is 09/29/2022 and open vial date is (B)(6) 2021.the customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 171mg/dl using true metrix air meter; the customer was satisfied with the result obtained.